Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, it was noted that the patient received inappropriate anti tachycardia pacing (atp) therapy for non-ventricular tachycardia (vt) rhythm. The signal was found to be supra ventricular tachycardia (svt). Programming changes were discussed. No further information available.